Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the basal software did not suspend insulin delivery and customers blood glucose (bg) lowered to 42 mg/dl. Customer consumed glucose tablets to treat bg level. Review of the pump data logs by tandem technical support shows that the basal software was on and suspending insulin appropriately. Recommendation was made to consult with healthcare provider regarding diabetes management.